Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle broke off possibly in the stomach area after injecting [injury associated with device] needle broke off possibly in the stomach area after injecting [needle issue] bleeding at injection site [injection site haemorrhage] bleeding at injection site [injection site haemorrhage] case description: this serious spontaneous case from the united states was reported by a consumer as "needle broke off possibly in the stomach area after injecting(injury associated with device)" beginning on (B)(6) 2024, "needle broke off possibly in the stomach area after injecting(needle broken)" beginning on 17-mar-2024, "bleeding at injection site(injection site bleeding)" beginning on (B)(6) 2024, "bleeding at injection site(injection site bleeding)" with an unspecified onset date, and concerned a 71 years old male patient who was treated with novofine plus 4mm (32g) (needle) from 2017 for "device therapy", ozempic 0.25/0.50 mg (semaglutide) from 2017 and ongoing for "type 2 diabetes mellitus", dosage regimens: novofine plus 4mm (32g): (B)(6)2017 to not reported; ozempic 0.25/0.50 mg: (B)(6)2017 to not reported (dosage regimen ongoing); current condition: type 2 diabetes mellitus (since 2014), heart attack, disability. Concomitant products included - plavix(clopidogrel bisulfate). On an unspecified date, patient experienced at bleeding injection site on (B)(6) 2024, the patient reported the needle broke off possibly in the stomach area about an inch and half from his navel and after injecting and the needle was not on the pen and thought it could be inside the skin or possibly fell on the floor, but he could not see it as it was so tiny and was unable to find the needle. Patient has not gone to see his doctor, and said he is doing just fine. The patient again experienced bleeding at injection site and recovered. Batch numbers: novofine plus 4mm (32g): requested. Ozempic 0.25/0.50 mg: requested. Action taken to novofine plus 4mm (32g) was not reported. Action taken to ozempic 0.25/0.50 mg was reported as no change. On (B)(6) 2024 the outcome for the event "needle broke off possibly in the stomach area after injecting(injury associated with device)" was recovered. The outcome for the event "needle broke off possibly in the stomach area after injecting(needle broken)" was not reported. The outcome for the event "bleeding at injection site(injection site bleeding)" was recovered. The outcome for the event "bleeding at injection site(injection site bleeding)" was recovered.

Event description:
Case description: investigation result: suspect: novofine plus 4mm (32g) batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Suspect product: ozempic 0.25/0.50 mg. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigations results were added imdrf codes were added for 'novofine plus 4mm (32g)' malfunction was updated to "no" in the tab of novofine plus 4mm (32g) suspect product. Narrative updated accordingly." Final manufacturer's comment: on 13-may-2024: the suspected device novofine plus 4 mm needle or another needle from the same box has not been sent back to novo nordisk for testing. The batch number of the needle is unknown. There is no information on correct use, instruction on how to inject and whether the needle was used more than once. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Considering the nature of events, route of administration being subcutaneous, the reported injection site reactions could be attributed incorrect product handling. H3 continued: evaluation summary investigation result: suspect: novofine plus 4mm (32g) batch number: unknown no investigation was possible, because neither sample nor batch number was available.